Event description:
Allergan aesthetics received a report of a patient treated abdomen and inner thighs with coolsculpting legacy coolfit developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen, and bilateral inner thighs on (B)(6) 2017 and (B)(6) 2018 using the cooladvantage coolcore and the legacy coolfit system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Corrected / changed data: a6 b3 b5 h9. Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 4/27/2023. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/18/2023. Clarification to b3 partial date of event: "3 months" post treatment was provided.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using the coolsculpting applicator and presented with suspected ph post treatment. Due to insufficient information, device information, treated area, and treatment date are not documented.